Event description:
Related manufacturer reference 2030404-2015-00037, 3005188751-2015-00044 following an atrial fibrillation ablation procedure, a pericardial effusion was diagnosed. A therapy cool flex ablation catheter with an agilis nxt introducer was used for ablation for two hours when the handle of the catheter was stiff and unable to steer. Transseptal access was obtained through an existing pfo which the user thought may have contributed to the steering difficulty. The catheter was replaced with another therapy cool flex ablation catheter and the procedure was completed successfully. Three hours following the procedure, the patient was hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. The pericardial drain was left in place overnight and the patient was discharged home two days later. The physician does not feel the steering difficulty contributed to the events that occurred post procedure.

Manufacturer narrative:
(B)(4). The results of the investigation concluded the catheter no longer met specifications for steering force due to a bend located 0.96¿ proximal to the distal tip. The catheter deflected in the correct shape according to specifications when the steering mechanism was actuated. The device met specifications prior to release from sjm manufacturing facilities as supported by a review of the device history record. The cause of the shaft damage is consistent with forcible contact during use. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined and may be procedure related. Per the IFU, vascular perforation in an inherent risk of any electrode placement.